Event description:
It was reported that the insulin pump is damaged due to a vehicle accident. Troubleshooting was performed. The customer stated that the insulin pump is cracked at the display. Initially the customer called to report that the insulin pump alarmed motor error. The customer stated that the insulin pump has been cracked for possibly six months. Ran a displacement test and passed. Advised the customer to continue using the insulin pump until the replacement of the device arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with physical damage and cracked case display window.